Event description:
During the index procedure, one endeavor rapid exchange (rx) drug-eluting stent was implanted in the proximal lcx. The patient was free of symptoms at the 30 day, 6 months, 1 year, 1.5 year, 2 year, 2.5 year, 3 year follow up. It was reported that the patient had a stroke approximately 3 years and 5 months post the index procedure having presented with left arm weakness and was in hospital for 7 days of acute care followed by 17 days of rehabilitation. It has not been assessed if the event was related to the study stent.

Event description:
The investigator has indicated the stroke was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/ stroke).